Event description:
It was reported by service report that the footend siderail assembly linkage is broken causing the siderail to not lock correctly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - timing link.